Manufacturer narrative:
Pump received with normal operating currents no unexpected battery out limit alarm during testing noted. No frozen screen during test. Pump received with intermittent button response and button error alarm due to corroded keypad traces. No numbers scrolling during testing noted. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that numbers continued to scroll on display screen without prompt. Customer reported to have changed batteries and received a battery out limit alarm and was not able to clear. Customer's blood glucose was 76 mg/dl. After troubleshooting and removing batteries, battery out limit alarm came back. Customer was advised that insulin pump would need to be replaced.